Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured an additional time. On october 31st, the scope tested positive for over 100 cfus of microorganisms revivable at 30 degrees celsius with all channels sampled. The bacteria detected were pseudomonas, gram positive bacteria, and coagulase negative staphylococcus. On november 18th, the scope tested positive for 1 cfu of coagulase negative staphylococcus in the operating channel. The scope tested positive for less than 1 cfu of microorganisms revivable at 30 degrees celsius in the aspiration channel. The scope tested positive for less than 1 cfu of microorganisms revivable at 30 degrees celsius in the air/water channel. The scope tested positive for 2 cfus of pseudomonas in the water jet channel. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - mouthpiece --- scratches - air/water cylinder --- scratches - universal cord --- buckles - connector port --- scratches - biopsy channel --- mark however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. Physical damage on the biopsy channel was considered as scratches at a layer of polytetrafluoroethylene (ptfe). Their influence on performance of reprocessing for the channel was likely little. Relation between other scratches and the event was unable to be judged. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 58 colony forming units (cfus) of enterobacteria, pseudomonas aeruginosa, and pseudomonas spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.